Manufacturer narrative:
No sample has been returned to manufacturing for evaluation therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot specific history and complaint history reviews could not be conducted. As a sample was not returned and no lot number information is available, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A customer reported that seven knives exhibited a burr on the blades' tips during separate surgeries. Alternate knives were obtained in order to complete each case. There was no impact to any patient.